Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified left forearm. After a 5fr non-boston scientific (bsc) introducer sheath was placed and a non-bsc guidewire crossed the lesion, a 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was replaced and removed, and the procedure was completed with a new sterling 6mm. There were no patient complications reported and the patient condition was good.